Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 320 mg/dl at the time of incident. The customer's blood glucose was 386 mg/dl at the time of hospitalization. The customer's blood glucose was 204 mg/dl at the time of call. The customer's mother stated that they were still admitted at the time of call. The customer's mother stated that they were off the insulin pump at the time of hospitalization for less than 48 hours. The reservoir will not be returned for analysis.